Event description:
Info received indicates that the head is drifting down after it has been raised.

Manufacturer narrative:
The technician has determined that the head motor is the cause of the problem. Repairs have not been completed.